Event description:
It was reported that an ilet user experienced bent cannulas and leaking with infusion set insertions using insets, resulting in hyperglycemia after a supply change; the user noted hard deployments that bent the needle, high readings on the pump, and stabilization after switching the site to a different infusion set type purchased online. Symptoms included hyperglycemia with dry mouth and fatigue. Outcomes included a delay to insulin therapy. Investigation included troubleshooting and education with outreach to field support and coordination for replacement infusion sets. Investigation of this case revealed an infusion set deployment error leading to an incorrectly seated cannula and resultant infusion leakage, consistent with an infusion set insertion problem rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that user technique with the specific infusion set and site contributed to the event.

Manufacturer narrative:
Initial.